Manufacturer narrative:
The device ro10010 has been inspected for investigation purpose. The test confirmed that we have to change the foot switch. The defective part was replaced for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the vigilance device was non-functional. There was no patient involvement reported.